Manufacturer narrative:
A visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed; no issues were identified. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be identified.

Event description:
The reported feedback suggests plug felt from the back of the syringe

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests material separation which caused the leakage of a cytostatic drug. Therapy had to be re-established. No harm to patient or user.